Event description:
It was reported that, during a photoselctive vaporization of the prostate procedure, the tip of the fiber broke after 218 joules and 16.38 minutes of use. It was noted that the fiber tip had not been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a second fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the tip of the fiber broke after 218 joules and 16.38 minutes of use. It was noted that the fiber tip had not been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscopic inspection found no defects on the fiber. Functional testing with the hene (helium-neon) laser fixture identified there were no signs of breakage along the length of the fiber. Visual inspection found the connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. There were no defects found on the fiber.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the tip of the fiber broke after 218 joules and 16.38 minutes of use. It was noted that the fiber tip had not been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a second fiber. There were no patient complications.